Event description:
It was reported that a patient presented with undersensing resulting in inappropriate mode switch episodes on the pacemaker (pm). No changes or interventions were reported. There were no patient consequences,